Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: the black box shows evidence of 3 replace battery alarms on event date. Pump returned with visible moisture in the display lens. When performing a rewind the pump give cs-078-008 motor rewind error message. Unable to complete required investigation steps 13 and 30 and adequately investigate the compliant due to internal moisture damage in pump.